Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over infusion of heparin occurred. Upon further investigation, the customer stated that the heparin was infusing to gravity and that the set was never placed into the pump module. There was no report of patient harm. Although requested, no additional information about the event, patient or product was received. The customer declined an investigation by customer advocacy.